Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 958211-inv, 969211-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenoma and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details- right tube: 0 coils, left tube: 1 coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure placement appears properly located. Pregnancy test urine - on (B)(6) 2013: negative. Lot numbers 958211 and 969211 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 958211-inv, 969211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenoma and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details- right tube: 0 coils, left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure placement appears properly located. Pregnancy test urine - on (B)(6) 2013: negative. Lot number reported (958211) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: medical record received. Lot number, reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 958211-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details- right tube: 0 coils, left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Lot number reported (958211) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 958211-inv, 969211-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenoma and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details- right tube: 0 coils, left tube: 1 coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure placement appears properly located. Pregnancy test urine - on (B)(6) 2013: negative. Lot number reported (958211) is not valid. Lot number [969211] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 958211-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details- right tube: 0 coils, left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received. Event genital hemorrhage downgraded to non-serious incident. Event: menorrhagia added. Removal surgery added for event pelvic pain. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.